Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned.this event was learned through implant patient registry. The patient also had another device implanted; (B)(4). Two requests were made to the health-care provider (via fax) for additional information (on 10/04/2010 and 10/12/2010); however, no additional information was provided. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.